Event description:
Device malfunction: mislocation of clip. Symptoms/ae: surgical removal of the clip. Time of malfunction and symptoms/ae: after vessel closure procedure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after a superficial femoral artery dilatation procedure. When obtaining vessel access at the start of the procedure, the physician had to puncture the common femoral artery twice because during the first puncture (lower than the second puncture), he was unable to insert the sheath. The physician felt that probably some calcification had blocked the entrance of the sheath. The second puncture was successful. In the afternoon, after the procedure, the patient had a cold foot. Duplex examination showed an obstruction in the common femoral artery and blood flow was noted to be blocked. The patient was sent to surgery and the clip was found to be inside the artery. Post surgery, there were no reported adverse patient sequelae. Though requested, no additional information is available.

Manufacturer narrative:
The clip was received. Investigation is not completed.